Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6005593 in question was manufactured at the (B)(4) site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code occlusion (e.g. Occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. The lot 6005533 was manufactured according to the wi version 78 and packaging in the multivac 12, on 20/feb/2024, with a total of (B)(4) units. Assembly of quick set: the lot 4b01259 was manufactured according to the wi version 27 assembled in the quickset line, on 19/feb/2024, with a total of (B)(4) units. The lot 4b01260 was manufactured according to the wi version 27 assembled in the quickset line, on 19/feb/2024, with a total of (B)(4) units. Gluing of quick set: the lot 4b00917 was manufactured according to the wi version 41 in the gluing of quick set machine mp04 & mp08, on 17/feb/2024, with a total of (B)(4) units. The lot 4a04799 was manufactured according to the wi version 41 in the gluing of quick set machine mp04, mp05 & mp08, on 31/jan/2024, with a total of (B)(4) units. The lot 4a05883 was manufactured according to the wi version 41 in the gluing of quick set machine mp04, mp05 & mp08, on 12/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 27/jun/2025 against malfunction code occlusion (e.g., occlusion alarm from the infusionpump may have sounded). (Source/cause cannot be identified, only use when a specific malfunctioncannot be determined) and lot 6005533 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient went to emergency room and eventually got hospitalized on (B)(6) 2024 due to diabetic ketoacidosis (dka) and insulin flow blocked alarm event. Blood glucose level was 390 mg/dl at the time of the event. The duration of hospitalization was for 3 days. Patient got treated with insulin injection and intravenous (IV) fluids. Patient also experienced the symptoms of excessive weakness, nausea and vomiting. No further information was available.